Event description:
It was reported that coating issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 3.5mm x 220mm x 150cm coyote balloon catheter was advanced through savion flx guidewire; however, the balloon would not advance over wire. The device was removed and inserted a 2.5mm x 220mm x 150cm coyote balloon catheter but still it would not advance, and the wire felt sticky. The wire and balloon were removed together, however, the middle to distal part of the wire coating was shear off and the balloon was kinked. The procedure was completed with another of the same balloon and guidewire. There were no patient complications reported.